Event description:
It was reported that fluid would not flush through the bd maxplus¿ pressure rated extension set with needleless connector due to blockage. The following information was provided by the initial reporter: "issue = fluids/flushes will not pass through the extension set. Seems to be clogged."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that fluid would not flush through the bd maxplus¿ pressure rated extension set with needleless connector due to blockage. The following information was provided by the initial reporter: "issue = fluids/flushes will not pass through the extension set. Seems to be clogged."

Manufacturer narrative:
H6: investigation summary five samples were returned for investigation, 2 used samples and 3 unopened samples model mp5301-c, lot 22069307. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were connected and flushed with a 10 ml bd syringe filled with water. One used set was unable to be flushed and the other four sets were able to be flushed. The customer complaint that the sets were unable to be flushed was replicated for one of the sets. A device history record review for model mp5301-c lot number 22069307 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.